Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2011 for bilateral leg pain. Post-operative, the pt reported feeling stimulation on his left side only. A diagnostic test of the lead found two invalid contacts. An x-ray revealed the lead was slightly left of the desired implant location. As the patient bled more than normal during the procedure, it is unclear whether the lead migrated or was inadvertently placed in a suboptimal position. The pt was taken back to surgery and the lead was successfully repositioned. F/u on the patient found no further issues reported.